Manufacturer narrative:
(B)(4). The voluntary user medwatch number is mw5081505. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx halo sling was implanted during a vaginal hysterectomy and a salpingectomy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, while placing the device on the patient's right side, the surgeon tried to manage tension and avoid overtightening of the sling by using his own index finger but failed. After the procedure, the patient experienced extreme left leg pain and soreness. She reported that she also has a massive bruise on medial left high. She could not void within 24 hours of surgery. Subsequently, a foley catheter was placed in the patient for 3 weeks. After the catheter was removed, she was still unable to empty her bladder completely. Within 3 months of placement, she experienced vaginal and urethral pain when standing, sitting, walking or laying down. The mesh reportedly penetrated her vaginal canal measuring 2x2 cm. There was a mesh and overlaying scar tissue strangled urethra, leading to excessive urge to urinate approximately 15-20 times a day. The patient also had excruciating left hip and thigh pain. She reported that she had a loss of quality of life, and the device caused autoimmune issues including allergic response, itchy skin, migraine headache and vomiting 5-6 days a week. The patient was unable to exercise, run, play with her children, or have marital with her spouse. She had to get up 2-4 times a night to relieve the bladder and could not urinate upon waking with a full bladder. Reportedly, the physician ignored the mesh penetration to her vagina so she sought 2nd, 3rd, and 4th opinion, and finally had the entire sling removed in 2017. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.